Event description:
It was reported that during a semi-open middle lobe lobectomy procedure for suspected right middle lobe lung cancer, the device was used on the lung parenchyma, and a problem occurred at the 3rd firing during between the upper and middle lobe transection (there was no problem with the 1st and 2nd firing). When the 3rd firing, three lines on side to be left have not stapled and have fired, there was bleeding from the artery running inside the lung. First, they immediately applied pressure to temporarily stop the bleeding. After that, the bleeding point was identified, and both ends of the bleeding area were reinforced with a needle and suture to stop the bleeding. It was reported that there was 50cc of blood and it took about an hour to stop the bleeding. (The manager also entered the surgery at the time of the bleeding and helped the hemostatic.) After the hemostasis operation, although the operation time was extended, there were no particular problems and the surgery was completed. The chest was closed when the situation without any particular changes in the patient's condition. It was reported that there was a problem with the echelon, one side of the cut line was not stapled and there was massive bleeding. Then there was information that the cartridge was difficult to insert when loading at the 3rd firing and that a white part had fallen off after stapling, so the sales rep determined that it may be the metal part of the cartridge had come off. It was likely that one side of the metal part covering the cartridge had come off, and the device was fired as it is, so even though the sleds were pressed, the device fired with the sleds slightly floating, and the staple did not lift up completely and was fired. However, the course of events was unknown exactly. A new echelon was taken out, and the surgery was completed. Another device was used to complete the case. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 06/03/2025 d4: batch # c9et1e. Additional information was requested, and the following was obtained: -no blood transfusion. -the white parts fell off during cleaning in the operation outside the body. Please provide more details of "white parts" single or double driver. 2. Please provide a picture (if available)please check the returned items. 3. Could you please clarify if there were any patient consequences? There was bleeding, but there was no need for a transfusion, and everything is fine." 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with three gst45d reloads present. The reloads (b and c) were received fully fired with no apparent damage. The reload (d) was received with the left side fully fired, the right side outer row partially fired 1/4, and the left two inner rows partially fired 1/3 with the reload pan bent and partially dislodged from the right proximal side. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the one-piece sled has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Additionally, photos were provided and they showed the condition of the reported event. A manufacturing record evaluation was performed for the finished device ech45c lot number c9ev8y and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number c9et1e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. Corrected data: investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with three gst45d reloads present. The reloads (b and c) were received fully fired with no apparent damage. The reload (d) was received with the left side fully fired, the right side outer row partially fired 1/4, and the left two inner rows partially fired 1/3 with the reload pan bent and partially dislodged from the right proximal side. Upon evaluation of the reload, the reload body, one-piece sled, 3 singles drivers and 8 double drivers were noted to be damaged. Even though the one piece sled was damaged all pieces were returned. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the one-piece sled has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Additionally, photos were provided and they showed the condition of the reported event.